Event description:
It was reported that contamination occurred. The 95% stenosed target lesion was located in the 90% calcified left circumflex artery. A 1.50mm rotalink burr was selected for use. During unpacking, it was noted that there was unknown white smudge on the tip. The procedure was completed with another of same device. No complications were reported and patient was stable post procedure.

Event description:
It was reported that contamination occurred. The 95% stenosed target lesion was located in the 90% calcified left circumflex artery. A 1.50mm rotalink burr was selected for use. During unpacking, it was noted that there was unknown white smudge on the tip. The procedure was completed with another of same device. No complications were reported and patient was stable post procedure.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. The device was received with the unsealed packaging. The handshake connection, sheath, coil, burr and annulus were visually examined. Inspection of the device found fibrous material and blood on the coil. The material was examined and was found to be similar in appearance to dressings, towels, or drapes used during the procedure. No other issues were identified during the product analysis.